Event description:
On (B)(6) 2023, a consumer had called to file a complaint about an idb product. He stated he got a proxabrush from his dentist. He made a comment that he thinks the metal tip of the idb is dangerous. He also stated that the tip is useless and the tip broke off the idb.